Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient with unknown ethnicity and race underwent primary breast augmentation with 500cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade IV. On (B)(6) 2020, mentor became aware that patient underwent removal only surgery on (B)(6) 2020.